Event description:
The pt underwent extensive abdominal and pelvic surgery, which included a sigmoid resection due to rectal prolapse and tah/bso, cystoscopy and bladder botox. Post operatively the pt suffered from symptomatic anemia possibly due to upper gastrointestinal tract bleeding manifested as hematemesis and melena and vaginal bleeding, with a reduction of hemoglobin from 13 to 5.2 (she has rec'd multiple packed red blood cell transfusions and the hemoglobin went up to 9 grams, and again to 5.2). She developed a heart/respiratory distress. On postoperative day 6 she went into cardiac arrest.

Manufacturer narrative:
(B)(4). The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. The pt suffered from multiple medical conditions and was chronically treated with coumadin due to valvular disease. The pt underwent an extensive surgical gastrointestinal and genitourinary procedure with post surgical deterioration, which included bleeding and respiratory failure with aspiration during intubation. According to the surgeon and post surgical consultation reports, the respiratory failure may have been associated with a pulmonary emboli or volume overload. No anastomotic or any device related complications were reported in relation to this outcome during the surgery and in the post operative period. The surgeon claims the death is not related to the device.